Event description:
It was reported that patient underwent a left elbow arthroplasty procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a loose humeral component, pain and possible infection. The humeral body, humeral stem and condyle kit were removed and replaced with cement spacers.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05110 / 05111).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Number 15 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ device availability - the device was reported to be available however additional information was received that the hospital has since discarded. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-05110-1/05111-1 and 06045).

Event description:
It was reported that patient underwent a left elbow arthroplasty procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a loose humeral component, pain and possible infection. The humeral component and ulna component were removed and replaced with cement spacers.